Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation observed no malfunction while testing the returned materials and strips as well as retention materials. The products performed within specification. No malfunction was observed. No adverse events were reported.

Event description:
The user experienced the device reading false negatives or reading lower than the laboratory for leukocytes. Of the data provided for two samples, the result for one was discrepant. The device result was negative for leukocytes and the laboratory result was 250 mg/dl. No adverse events were alleged regarding the issue. The lot number of the chemstrip 10 ua strips was 20001402.